Event description:
It was reported that the patient's blood glucose levels rose to 15 mmol/l (270 mg/dl) while wearing the pod. The pod reportedly fell off the infusion site (unspecified), causing the cannula to dislodge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.